Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 283mg/dl. It was stated that the customer was having high keytones. The customer was experiencing high glucose for the past weeks. Reviewed the programming and found that the actual time and date were not correct. The customer stated that the doctor recommended having the insulin pump replaced and to discontinue use of the device. No further info was provided.